Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event regarding tvt mesh implanted in 2005 submitted via 2210968-2020-05593.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was implanted. On (B)(6) 2020, the patient underwent a surgical procedure for pelvic organ prolapse and a scar was found under the urethra. The surgeon opines that the scar was caused by the mesh implanted in 2005. The patient did not report any symptoms or issues related to the scarring, however, the scar and previous mesh were removed. No further information is available.